Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "alaris smartsite infusion set came apart at first injection valve distal (below) pump segment. Fortunately there was only saline in the line, no chemo. Per rn this occurred yesterday as well but that tubing was discarded."

Manufacturer narrative:
Correction on initial report: upon further review, the file is no longer reportable.